Event description:
This is filed to report a single leaflet device attachment. It was reported that a patient presented with grade 3+ functional mitral regurgitation (mr) a restricted posterior leaflet, a history of diabetes, coronary artery bypass graft (CABG), and vascular surgery. During a mitraclip procedure, an xt (20928r1013) was positioned lateral on the anterior and posterior (a2p2) leaflets. Leaflet insertion was performed, and the xt was deployed. Transesophageal echocardiogram (tee) was assessed and the clip was stable with an mr reduction to <1. Fifteen minutes had passed, and a single leaflet device attachment (slda) was observed. The posterior mitral leaflet was detached from the clip. It was decided to implant a second mitraclip xtw (20628r196) to stabilize the slda. A new steerable guide catheter (sgc, 20715r159) was prepared, as the previous one was placed on an unsterile surface. As the xtw entered the sgc and reached the tip, the patient¿s pressure dropped and went into asystole. Air bubbles were observed in the left atrium as soon as the xtw exited the sgc tip. It was noted that there was no air in the sgc/system or observed leaks during positioning prior to entering the xtw. Per the physician, air may have been entrapped during insertion of the xtw through the hemostatic valve of the sgc. The patient was managed, but could not hold up pressure and there was a short duration of st elevation. A bypass pump stabilized the patient after two hours, and then was put on iabp. The procedure continued, as the mr was significant at grade 4+. The xtw was implanted, reducing the mr to grade 1. It was noted that there was no issues with sgcs, and during the second attempt to implant the xtw, no air was observed. The patient was hemodynamically stable. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.